Manufacturer narrative:
Radiographic image review indicated that, ap xray tlsi fusion, l1 rods present, two rods are fractured at one side of l4-5 levels. One of the rods on the contralateral side appears fractured as well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion therapy at t10-iliac. The pre-operative diagnosis indicated that posterior fusion was needed it was reported that postoperative x-rays revealed rod fractures above l5, with the rod fragment remaining implanted in the patient. The rod was confirmed to have fractured and a fragment is still present in the patient. Radiographic imaging was performed and measured, which identified the rod fractures. No patient complications have been reported as a result of this event.